Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced pain in her belly at the insertion site. On (B)(6) 2018, the partner reported that the peg tube was not positioned well and the external fixation plate was moving for awhile. After the tube was moved, it was reported that the patient's pain was better. On (B)(6) 2018, the partner called again and reported that the fixation plate is still shifting. The partner described that there was room between the fixation plate and the insertion site that was causing stoma site irritation, in which the patient was now being treated with unknown antibiotic(s).